Event description:
Initial reporter indicated the patient had "high lead impedance for a while" and had been referred to their surgeon for likely revision surgery. High impedance indicates a likely lead malfunction.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.